Event description:
Caller reported compact plus blood glucose results of 445 mg/dl, 93 mg/dl, and 83 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 48 mg/dl and 109 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.